Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a chipped battery compartment, cracked battery door, and scratched lcd lens. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue. The most probable cause was the error code; the exact root cause of the error code was unable to be determined. The error code was cleared. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 45982. The event occurred during testing and was not related to physical damage or abuse. There was no patient involvement and no patient harm.